Manufacturer narrative:
Age- age at time of event: 18 years or older.

Event description:
It was reported that vascular injury has occurred due to half-dislodgement of the blade. The 80% stenosed target lesion was located in the moderately tortuous aortogastric fistula. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8 atmospheres. The imaging revealed a contrast leak. When the balloon was removed, it was noted that a blade had lifted from the from the balloon but had not totally detached. Consequently, a vascular injury has occurred due to half-dislodgement of the blade. The procedure was completed with the device as hemostasis was achieved. No further patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination was performed on the returned device. It was noted that approximately 10mm of the proximal of one blade and pad was lifted distally from the balloon material. The remaining 10mm of blade and pad remained bonded to the balloon material. The entire blade was present and accounted for. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that vascular injury has occurred due to half-dislodgement of the blade. The 80% stenosed target lesion was located in the moderately tortuous aortogastric fistula. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8 atmospheres. The imaging revealed a contrast leak. When the balloon was removed, it was noted that a blade had lifted from the from the balloon but had not totally detached. Consequently, a vascular injury has occurred due to half-dislodgement of the blade. The procedure was completed with the device as hemostasis was achieved. No further patient complications reported.